Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (tip breakage): one physical sample and two photos were provided to our quality team for investigation. Through visual inspection of the photos and actual sample, the tip is observed to be broken off of the syringe. A device history review was performed for reported lot 2301099, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incidents. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incidents were found. Based on our quality team's investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is possible the tip broke as a result of the force used to engage the device. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence

Event description:
It was reported while using bd plastipak¿ syringes the syringe was damaged. There was no report of patient impact. The following information was provided by the initial reporter: tip has been damaged during attached stopcock & during fill up tpn procedure stopper detach from plunger.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the syringe was damaged. There was no report of patient impact. The following information was provided by the initial reporter: tip has been damaged during attached stopcock & during fill up tpn procedure stopper detach from plunger.